Event description:
It was reported that insulin drops were not observed at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and resumed insulin therapy.